Event description:
Hospital ER personnel responded to a person with severe abdominal pains and rectal bleeding. The patient was transferred to ICU where the patient went into cardiac arrest. The nursing staff attempted to use the device with hard paddles to defibrillate the patient but, according to the reporter, the device would not discharge. The reporter stated that this opinion was based on the absence of the transfer relay sound, no change of display on the monitor and that the patient's skeletal muscles didn't react to the defibrillation energy. A backup manual defibrillator was called for and used to shock the patient x3 but the patient was not resuscitated. The reporter indicated the patient's death was not related to the failure of the device to transfer energy because an autopsy concluded the patient death was caused from bleeding out from a disected aorta (dic) that occurred because of septick shock.